Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had previously experienced muscle stimulation. The physician replaced the patient¿s pacemaker and lead in 2015. On (B)(6) 2026, the patient presented to the hospital due to frequent syncopal episodes. During the visit, a dynamic electrocardiogram (ECG) was performed, noting pacing inhibition resulting in the patient experiencing dizziness. Device interrogation revealed oversensing on the pacemaker (pm) and lead, and the physician suspected the lead was worn. Programming changes were made; however, the oversensing persisted. The physician elected to cap and replace the lead that same day. During the procedure, pacing mode adjustments were attempted since the patient was pacing dependent. The pm could not be programmed, and following the attempts, the pm programming interface became stuck. The physician elected to explant the pm, and muscle stimulation was noted. The pm was replaced. The patient condition was stable.